Event description:
Reporter stated that customer received the following results on 2 different meters within 2 minutes: 24.3 mmol/l (mobile system) and 9.0 mmol/l (aviva nano system). Customer "treated himself" based on the 9.0 mmol/l result. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. Reference medwatch with patient identifier (B)(6) for the aviva nano system.